Event description:
Patient who has an abgii revised in (B)(6) 2012, was revised a second time (after several dislocations) on (B)(6) 2013. After the second revision patient was very agressive.

Manufacturer narrative:
The device information was not provided. The device is reported as an unknown insert. At this time, the status of the device is it is unclear. Additional information has been requested and if received, will be provided in the supplemental report.